Event description:
The rep reported that the product is broken.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There has been (B)(4) other event reported for the manufacturing lot however because of the limited information provided in the subject event it cannot be determined if the event was similar in nature. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
The rep reported that the product is broken.